Event description:
This is the same event and the same pt reported under MDR ID # 2939859-2000-00052. This second MDR is being submitted for the second suspect product, also a device manufactured by collagen corp. This separate distinct number is provided per the FDA's request for traceability purposes. A physician reported a pt who on 1/31/2000 was skin-tested in the forearm with negative results. In 2000, the pt was treated with two formulations of product in the nasolabial folds and in the glabella. On 3/30/00, the pt called to report redness, inflammation and swelling at the glabella (onset date not recorded), for which the physician prescribed a medrol dose pak. On 4/6/00, the physician saw the pt, who reported that the symptoms had resolved while pt was on the medrol but afterward had returned intermittently, being worse in the mornings. The pt was told to use topical and/or oral benadryl and ice as needed for symptom relief. The physician diagnosed hypersensitivity.